Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 333 mg/dl. The customer was vomiting. Prior to the event, the customer was getting motor error alarms during bolus attempts. The insulin pump was not exposed to high magnetic fields. Troubleshooting was performed, and the insulin pump passed the displacement and self tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.